Event description:
It was reported that during a total laparoscopic hysterectomy procedure, using device on large uterus at max articulation and jaws broke. Started making error message as if on metal because jaw was not aligned anymore. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: the trocar was included because with the broken jaw they couldn't remove the device from the trocar. They had to remove & replace the trocar to get the instrument out of the patient.

Manufacturer narrative:
(B)(4). The device was received with the jaw misaligned. The top and bottom jaws were intact. There was some minor skiving (damage) of the shaft cover material - no material was missing. There were no other visual issues noted. Functional testing could not be performed due to the damaged jaw. Mechanical testing was performed and the device performed as required during other testing as to rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.